Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting a stomach during an open partial gastrectomy, the reload was difficult to unload and split in half lengthwise. Another stapler was opened and used to complete the case. There was no patient injury.